Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode, "extension leg failure." No adverse trends were indicated. No sample was returned for evaluation, thus a definitive root cause for the reported event could not be determined. A CAPA has been initiated to provide further investigation into this and similar events, and to determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4). Not received by manufacturer.

Manufacturer narrative:
Although the used device was discarded at the hospital and will not be returned to angiodynamics, the investigation into this event is ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)). Device discarded at hospital.

Event description:
Bioflo dialysis catheter placed on (B)(6) 2015 via the internal jugular vein. The catheter developed a hole in the extension leg and was removed on (B)(6) 2017. The event occurred in (B)(6). The used catheter was discarded at the hospital.